Event description:
Reporter stated to (B)(4) service and repair: reporter stated two small battery drives are not making a connection. Reporter did not have any additional information. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing date cannot be obtained at this time. Part/lot combination unknown, no device history records review was possible. The product was received and the investigation is ongoing. Placeholder.